Event description:
The pt stated that in 2007, he observed an e4 (occlusion) error on his infusion device in the morning. He then proceeded to test his blood glucose following his normal routine. His blood glucose value at the time was 223 mg/dl. He reported his recommended blood glucose range to be 75-125 mg/dl. He reported no symptoms related to his elevated blood glucose value. He stated that he corrects elevated blood glucose levels by administering a bolus of insulin using his infusion device. During troubleshooting with a company rep, it was determined that there was an occlusion in his infusion set tubing. He committed to replace his infusion set including the tubing and his insulin cartridge. He stated eight days later that he is doing well, and he has not experienced another occlusion error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.